Manufacturer narrative:
This report (B)(4) was sent in error as a duplicate for MFR report number: (B)(4), any additional information received in the future will be captured and submitted under the report number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The stapler fired but then snapped and the trigger became loose. They ordered another load but did not work. When testing the stapler, after the surgery, the charge went off. No patient injury.